Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was kidney failure and respiratory arrest. The caller stated that the customer had high and low blood glucose that may have led to the customer's passing. The customer¿s blood glucose went as high as 270 mg/dl and then dropped to the 31 to 40 mg/dl range when the paramedics were already on the scene. The customer was given an unknown liquid by the paramedics and then taken to the hospital. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller declined to return the insulin pump for analysis. Frn-mmt-332-rsvr. Unomed set.